Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 20-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved. Customer stated he was still not feeling well and customer confirmed that the symptoms started before he got the meter. Customer stated he had returned the meter to the pharmacy for a refund. Customer called the doctor today, (B)(6) 2025, to consult about symptoms; doctor will call him back (call to doctor was after he returned meter). Customer is no longer using the meter.

Event description:
Consumer reported complaint for error message (e-3). The customer is a new user. The customer reported having shakiness; medical attention was not needed at the time of the call. The customer¿s symptoms had started prior to customer obtaining/use of the true metrix meter. During the call, a back to back blood test was performed by the customer using true metrix meter: e-2, second attempt meter stays on test mode and third attempt: e-3. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/28/2027 and open vial date is 10/17/2025.